Event description:
Boston scientific received information that the patient with this device felt burning sensation in the chest near the device and wires protruding more. Patient also experienced a drop/migration of the device. The clinic stated devices do drop a little and explained warming somewhat normal. The patient mentioned feeling less energy. Ts discussed reaching out to clinic to describe warming sensation, device migration and past infection along with lack of energy. There were no additional adverse effects reported. Attempts to obtain additional information were unsuccessful. The product remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.